Manufacturer narrative:
During the index procedure one resolute onyx was implanted into the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx stent was implanted into the lad. Two days post index procedure, the patient suffered lacunar brain infarction (stroke). The investigator and safety assessed the event as unlikely to be related to the index device or anti-platelet medication. The event is unresolved.

Manufacturer narrative:
The type of neurological event was a stroke. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure two resolute onyx stents were implanted in the lad. If information is provided in the future, a supplemental report will be issued.